Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri) which was reached on (B)(6) 2011. Measured battery data in (B)(6) 2010 was 2.69 v, 10 ua, 4.6 kohms with an estimated remaining longevity of 1.5 - 2.2 years. The device was removed and replaced.